Manufacturer narrative:
Insulin pump had no button response due to moisture damage was noted on keypad traces. Insulin pump was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the customer received a button error alarm and the screen was stuck on the status menu. Customer's blood glucose level at the time 285mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.